Event description:
Customer reported that the insulin pump returned a motor error alarm during rewinding/priming. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 136 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional tests could not be performed due to the motor error alarm. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.